Manufacturer narrative:
The subject device was returned to the loner management department. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. There was a possibility of failure of the ccd or the circuit board.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure with the subject device, the scope communication error b31 was occurred when the user opened the rear door of the mobile workstation. The user replaced the subject device with another device to complete the procedure. The subject device was used in combination with otv-s190. This device is an olympus asset. Other detailed information was not provided. There was no report of patient injury associated with the event.